Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event code 11, 224 and 227 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with lsa (late sensor attenuation) termination in which physiological issues from the user have degraded the sensor tail which can degrade readings. As a result, the sensor recognized this attenuation and terminated to protect the user from unreliable glucose values. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received low adc sensor readings of 2.9 to 3.7 mmol/l, and it is unknown whether the customer noted a trend arrow on the device. The customer self-treated with liquid glucose with each low reading and reduced their insulin (dose/type unspecified). A new sensor was applied and a sensor reading of 'hi' (>27.8 mmol/l) was obtained from the new sensor. The caregiver called an ambulance and upon arrival, a healthcare professional (hcp) meter result of 'hi' (above the measurable range) was obtained. The customer was taken to the hospital, while displaying symptoms of dizziness and difficulty speaking. A laboratory blood glucose result of 120.0 mmol/l was reportedly obtained at the hospital and the customer was treated with a saline solution infusion, which contained various fluids and electrolytes to restore balance in the body, and rapid insulin (dose unknown). It was reported by the caregiver that the customer's blood glucose level was successfully stabilized to 12.0 mmol/l (from laboratory result and hcp meter). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received low adc sensor readings of 2.9 to 3.7 mmol/l, and it is unknown whether the customer noted a trend arrow on the device. The customer self-treated with liquid glucose with each low reading and reduced their insulin (dose/type unspecified). A new sensor was applied and a sensor reading of 'hi' (>27.8 mmol/l) was obtained from the new sensor. The caregiver called an ambulance and upon arrival, a healthcare professional (hcp) meter result of 'hi' (above the measurable range) was obtained. The customer was taken to the hospital, while displaying symptoms of dizziness and difficulty speaking. A laboratory blood glucose result of 120.0 mmol/l was reportedly obtained at the hospital and the customer was treated with a saline solution infusion, which contained various fluids and electrolytes to restore balance in the body, and rapid insulin (dose unknown). It was reported by the caregiver that the customer's blood glucose level was successfully stabilized to 12.0 mmol/l (from laboratory result and hcp meter). There was no report of death or permanent impairment associated with this event.